Manufacturer narrative:
This device is not available for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This device is not sold in the us but is similar to other cordis pta catheters in the lit category that are sold here.

Event description:
During post dilatation after stenting of a lesion in the right superficial femoral artery, a 5mmx10cm, saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured just over its nominal pressure. Therefore, it was replaced with a balloon catheter of the same size the procedure completed successfully. There was no reported patient injury. The product has been discarded in the hospital and will not be returned for analysis. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. An approach was made from the left inguinal region with a guiding sheath (6f). A guidewire (0.014) crossed the lesion and a balloon catheter (2mmx4cm) performed pta. Then another balloon catheter (5mmx10cm, saber pta) was inflated in the lesion as well. A stent (7mmx12cm, smart stent) was implanted in the lesion and a saber pta catheter was delivered to the lesion for post dilatation when it ruptured. It was unknown if the balloon ruptured due to calcification in the lesion or due to the stent edge. The patient was male but his age was unknown.

Manufacturer narrative:
During post dilatation, after stenting of a lesion in the right superficial femoral artery, a 5mmx10cm, saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured just over its nominal pressure. Therefore, it was replaced with a balloon catheter of the same size. The procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. An approach was made from the left inguinal region with a guiding sheath (6f). A guidewire (0.014) crossed the lesion and a balloon catheter (2mmx4cm) performed pta. Then another balloon catheter (5mmx10cm, saber pta) was inflated in the lesion as well. A stent (7mmx12cm, smart stent) was implanted in the lesion and a saber pta catheter was delivered to the lesion for post dilatation when it ruptured. It was unknown if the balloon ruptured due to calcification in the lesion or due to the stent edge. The patient was male, age was unknown. The product has been discarded in the hospital and will not be returned for analysis. A device history record (DHR) review of lot 17524648 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of calcification and implanted stent may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
During post dilatation, after stenting, of a lesion in the right superficial femoral artery, a 5mmx10cm, saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured just over nominal pressure. Therefore, it was replaced with a balloon catheter of the same size, and the procedure completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. An approach was made from the left inguinal region with a guiding sheath (6f). A guidewire (0.014) crossed the lesion and a balloon catheter (2mmx4cm) performed pta. Then another balloon catheter (5mmx10cm, saber pta) was inflated in the lesion as well. A stent (7mmx12cm, smart stent) was implanted in the lesion and a saber pta catheter was delivered to the lesion for post dilatation when it ruptured. It was unknown if the balloon ruptured due to calcification in the lesion or due to the stent edge. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or damaged noted prior to inserting the product the product into the patient. The device did not prep normally. The inflation device was a mountain by medtronic. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The catheter was never in an acute bend. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 8~9atm. The balloon catheter did not kink while being used. The balloon catheter removed easily from the vessel and from the other devices. The product has been discarded in the hospital and will not be returned for analysis. A device history record (DHR) review of lot 17524648 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.